Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. As a result, the patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information indicating the device lot number is 6849631 and the catalog number 3502800. Device evaluation summary: it was reported that a 37 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus 800cc and experienced deflation on the left breast implant. As a result, the patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 14 cm located on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. A manufacturing record evaluation (mre) of lot number 6849631 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).